Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting system has a fluid leak on the bottom of the machine with liquid dripping from the bottom of the system.

Manufacturer narrative:
H11: corrected data. The control unit was returned for evaluation, there was no control unit leak found.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting system has a fluid leak on the bottom of the machine with liquid dripping from the bottom of the system.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d1, h6, and h11. Upon further review of the reported event, it has been determined that there is a coltrol unit leak. Device was returned for evaluation. Device evaluation found liquid leak from the chiller. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.